Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure the patients pocket site was painful to touched. It was noted that patient developed an infection. Symptoms of fever, chills, migraine and clear drainage at the pocket site were noted. The patient was prescribed with antibiotics and the physician drained the pocket site.